Event description:
It was reported that the patient's implantable pulse generator (ipg), right ventricular (rv) lead, and right atrial (ra) lead were explanted and replaced due to endocarditis resulting from an infection developed on the patient's dialysis port. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.